Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 134 mg/dl. The customer was assisted with troubleshooting. The customer stated that when they pulling the syringe, right side up and remove the reservoir the white cap stays on the connector on the bottle of insulin. Customer states the leak occurred when disconnecting reservoir from transfer guard. Customer states the reservoir was discarded or not used. The customer stated that they cannot get the insulin back in the bottle because the little white, there was a tiny cap and then the white around it stays in the blue connecting part, call it the needle. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.